Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was over 600 mg/dl. Customer reported that they didn't had long lasting insulin only rapid insulin. Customer¿s medtronic insulin pump delivers units every hour and when customer removed insulin pump by medtronic employee¿s directions, their blood sugar was over 600mg/dl and had to inject 50 units and again another 45 units because the blood sugar levels were still over 600 mg/dl. Customer reported that they could have gone into a coma. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.